Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted during testing. The motor was tested outside of the device and passed. Insulin pump had minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 135 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.